Event description:
It was reported that the central lumen of the iab fractured, causing an interlumen communication between the helium lumen and the central lumen. The catheter had been in use for 14 hrs when this occurred. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's analysis of the sample indicated a break in the catheter's central lumen, which apparently occurred during use of the device. Central lumen fracture in use would immediately be noticed as evidenced by pump alarms and blood in the gas tubing. The product labeling states "any evidence of blood leakage within the intra aortic balloon assembly warrants immediate removal of the intra aortic balloon."